Event description:
It was reported the device had ¿never really¿ helped the patient¿s symptoms. The patient was implanted in (B)(6) 2010 to help them be able to go to the bathroom. It was stated that it ¿may have worked¿ for a while/a little better, but had not ¿really¿ helped with symptoms. The patient could not pee and was self-catheterizing. Settings had been up high as well. In addition, the programmer batteries had just died and the patient needed to get new batteries. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v439007, implanted: (B)(6) 2010, product type: lead. (B)(4).